Manufacturer narrative:
Date rec'd by MFR: 06oct2019. Failure analysis on the returned blower assembly shows that the complaint is verified. Contamination was present inside the impeller that results in noisy operation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported reporting strange noise on each breath. There was no patient or user harm reported.